Event description:
A report was received that the patient was experiencing anxiety attacks when the device was on and felt uncomfortable having the implant. The patient underwent an explant procedure and was doing well post-operatively. The physician believed that patient's anxiety was device related.

Manufacturer narrative:
Additional information was received that the patient has a history of anxiety prior to trial and implant. The patient did not exhibit anxiety during the trial. The physician confirmed that the anxiety was related to having an implanted medical device. The patient does not want to pursue psychological counseling for anxiety.

Event description:
A report was received that the patient was experiencing anxiety attacks when the device was on and felt uncomfortable having the implant. The patient underwent an explant procedure and was doing well post-operatively. The physician believed that patient's anxiety was device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-8216-70, serial #: (B)(4), description:artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.